Event description:
Allergic reaction [hypersensitivity], breathing difficult, shortness of breath, could not breathe [dyspnoea], wheezing, coughing, soreness-vagina [vulvovaginal pain], feeling weak [asthenia]. A (B)(6) female consumer used always discreet pad, absorbency/length unk, 1 pad every three hours beginning (B)(6) 2015 and within a couple of hours on saturday, (B)(6) 2015, she experienced coughing, shortness of breath, wheezing and vaginal soreness. By (B)(6) morning, (B)(6) 2015, she could not breathe at all. She visited the emergency room on (B)(6) 2015, and she visited the clinic on (B)(6) 2015, as her symptoms returned. On (B)(6), she stopped using the product. Another emergency room visit occurred today on (B)(6) 2015 as the scent of the pads made her wheeze and experience breathing problems leaving her feeling weak as she opened the always discreet package while she was gathering up the pads to discard. She then knew that she was allergic to the pads. Treatment consisted of intravenous (IV) medication one time; she was given steroids and nebulizer treatments. Relevant medical history: allergy to latex. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Product and lot number ot provided by the reporter because the product was discarded into the trash outside her home; the consumer could not retrieve the product from the outside trash due to recurrence of symptoms with each exposure to the product, therefore, unable to proceed with product investigation.